Event description:
Customer reported the system intermittently crashes and reports problems with motion controls. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and replaced and calibrated the rui (joystick console). System operates as intended.